Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm during the manual prime. The drive support cap was noted to be loose and sticking out. It was noted that the customer pushed the drive support cap in while being disconnected. No further information reported.